Event description:
(B)(4). Heavy periods, chronic pain in abdomen and joints, fatigue, bloating, unclear speech, foggy brain, blurred vision, swelling in face, feet and hands, cramping, headache, bowel issues, go issues, fibromyalgia.